Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Complaint conclusion updated: it was not possible to deploy the 120 cm. Smart flex vas 5 x 200 stent. Withdrawal of the exterior sheath was not possible. There was no reported patient injury. The target lesion was superficial femoral artery (sfa). A crossover technique using a vista brite tip ig catheter was used. Additional information received indicated that partial stent deployment of one (1) cm. Was noted after removal of the product from the patient. No additional intervention was necessary to remove the product from the patient. The procedure was completed successfully by implantation of two non-cordis stents. The target lesion was reported to be more than twenty (20) cm. In length. The lesion was pre-dilated. There was no reported product issue with the vista brite tip ig catheter used. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was one to two (1-2) mm. Larger than the vessel diameter. It was not known if the stent delivery system passed through any acute bends. There was no reported difficulty encountered while advancing/tracking the stent delivery system (sds) towards the lesion. There was no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. There was no reported difficulty encountered flushing the sds. There was no unusual force applied during deployment of the stent. The product was not returned for analysis. A device history record (DHR) review of lot 36666 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use ¿carefully inspect the sterile package and device prior to use. Do not use if it appears damaged. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or lumen. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. Introduce the stent delivery system. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; a risk assessment has been opened to further investigate this issue. Please note that this is the initial/final report for this product.

Event description:
As reported, it was not possible to deploy the 120 cm. Smart flex vas 5 x 200 stent. Withdrawal of the exterior sheath was not possible. There was no reported patient injury. The product will be returned for inspection. The target lesion was superficial femoral artery (sfa). A crossover technique using a vista brite tip ig catheter was used. Additional information received indicated that partial stent deployment of one (1) cm. Was noted after removal of the product from the patient. No additional intervention was necessary to remove the product from the patient. The procedure was completed successfully by implantation of two non-cordis stents. The target lesion was reported to be more than twenty (20) cm. In length. The lesion was pre-dilated. There was no reported product issue with the vista brite tip ig catheter used. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was one to two (1-2) mm. Larger than the vessel diameter. It was not known if the stent delivery system passed through any acute bends. There was no reported difficulty encountered while advancing/tracking the stent delivery system (sds) towards the lesion. There was no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. There was no reported difficulty encountered flushing the sds. There was no unusual force applied during deployment of the stent.